Manufacturer narrative:
The returned product was evaluated and found to be functioning properly with all test results within specification. The root cause of the low blood glucose results observed by the customer could not be determined. Qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user guide emphasizes the importance of frequent blood glucose monitoring to detect issues early and respond appropriately. In the case of a hypoglycemic (<70 mg/dl) result, it recommends treating with 15 grams of fast-acting carbohydrate and retesting every 15 minutes.

Event description:
Pt called 911 at about 9:30 pm on (B)(6) 2010 because her meter read low (65 mg/dl) so she was bolusing accordingly. At 9:54 pm the paramedics measured her bg at 160 mg/dl while her device read "error 3" (indicates possible incorrect test procedure) and then 81 when she tried again. She was transported to the hospital but didn't report any admission, treatment or additional bg results.